Manufacturer narrative:
A test reservoir was installed and it did not lock in place due to broken reservoir tube lip. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she was changing the reservoir and the rubber gasket came out. Customer's blood glucose was 60 mg/dl. Customer stated the reservoir compartment was cracked. She was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.